Manufacturer narrative:
Follow-up report: device evaluation of monitor sn (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt sn (B)(6) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the malfunctions caused or contributed to the patient's passing as the patient was in asystole, a non-treatable, non-life-sustaining rhythm, at the time the device was removed. The monitor 07099520 and belt 89006593 have been returned and the evaluations are underway. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a german patient experienced an inappropriate defibrillation event consisting of two shocks during asystole at 10:19 and 10:22 on (B)(6) 2020 and subsequently passed away. The response buttons were not pressed during the event. Prior to the treatment, the patient was seen in ventricular tachycardia (vt) at 120 bpm, below the threshold for treatment by the lifevest. CPR/motion artifact contributed to the false detection. Following the treatment, the patient was in asystole until the device was shut down at 10:23:47 on (B)(6) 2020. Asystole is a non-treatable, non-life sustaining rhythm. The patient's spouse reported the patient appeared to have a heart attack, emergency medical services were called, and patient was taken to the hospital where they passed away. The hospital staff reported that the patient was not wearing the lifevest at the time of passing. The patient was under the care of medical personnel using their professional judgment.

Manufacturer narrative:
The monitor (B)(4) and belt (B)(4) have been returned and the evaluations are underway. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate defibrillation event consisting of two shocks during asystole at 10:19 and 10:22 on (B)(6) 2020 and subsequently passed away. The response buttons were not pressed during the event. Prior to the treatment, the patient was seen in ventricular tachycardia (vt) at 120 bpm, below the threshold for treatment by the lifevest. CPR/motion artifact contributed to the false detection. Following the treatment, the patient was in asystole until the device was shut down at 10:23:47 on (B)(6) 2020. Asystole is a non-treatable, non-life sustaining rhythm. The patient's spouse reported the patient appeared to have a heart attack, emergency medical services were called, and patient was taken to the hospital where they passed away. The hospital staff reported that the patient was not wearing the lifevest at the time of passing. The patient was under the care of medical personnel using their professional judgment.